Event description:
A user facility nurse reported to fresenius that a dialyzer blood leak occurred during the patient's hemodialysis (hd) treatment. The reported issue occurred approximately 4 hours and 18 minutes after treatment initiation. The fibers within the dialyzer ruptured and leaked into the dialysate. The fresenius 5008 machine alarmed with an error indicating "massive blood drain." The blood leak was not tested. No damage or defects to the dialyzer were noted. Treatment was discontinued approximately 11 minutes prior to treatment completion. The patient's blood was reinfused. The patient's estimated blood loss (ebl) is approximately 50 ml. No serious injury occurred. No medical intervention was required. The sample was reported to be available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Correction: d9, h3, h10 plant investigation: the sample was returned to the manufacturer for physical evaluation. The reported issue was confirmed through visual examination and tightness testing of the returned complaint device. An internal leak was noted within the membrane/fiber area of the complaint device. A batch records review was performed. No indication for any relationship with the reported failure mode was identified. 52,872 products were inspected from this lot by protocol and found to be conforming to specifications.

Event description:
A user facility nurse reported to fresenius that a dialyzer blood leak occurred during the patient's hemodialysis (hd) treatment. The reported issue occurred approximately 4 hours and 18 minutes after treatment initiation. The fibers within the dialyzer ruptured and leaked into the dialysate. The fresenius 5008 machine alarmed with an error indicating "massive blood drain." The blood leak was not tested. No damage or defects to the dialyzer were noted. Treatment was discontinued approximately 11 minutes prior to treatment completion. The patient's blood was reinfused. The patient's estimated blood loss (ebl) is approximately 50 ml. No serious injury occurred. No medical intervention was required. The sample was reported to be available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Plant investigation: the sample was returned to the manufacturer for physical evaluation. The reported issue was confirmed through visual examination and tightness testing of the returned complaint device. A batch records review was performed. No indication for any relationship with the reported failure mode was identified. (B)(4) products were inspected from this lot by protocol and found to be conforming to specifications.

Event description:
A user facility nurse reported to fresenius that a dialyzer blood leak occurred during the patient's hemodialysis (hd) treatment. The reported issue occurred approximately 4 hours and 18 minutes after treatment initiation. The fibers within the dialyzer ruptured and leaked into the dialysate. The fresenius 5008 machine alarmed with an error indicating "massive blood drain." The blood leak was not tested. No damage or defects to the dialyzer were noted. Treatment was discontinued approximately 11 minutes prior to treatment completion. The patient's blood was reinfused. The patient's estimated blood loss (ebl) is approximately 50 ml. No serious injury occurred. No medical intervention was required. The sample was reported to be available to be returned to the manufacturer for physical evaluation.